Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell, and the touchscreen became shattered. Reportedly, the pump is still functional, however the screen intermittently turns on and off on its own now. Customer's blood glucose level was 204 mg/dl. Customer indicated they will continue to use the pump for insulin therapy.